Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included use testing. The pump was powered on and the device was found double beeping with a cassette attached onto the pump. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty downstream sensor.

Event description:
Information was received indicating that this cadd legacy plus infusion pump was giving constant alarm. No adverse effects were reported.